Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal section of the right coronary artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilation. However, the balloon ruptured upon initial inflation at around 3 atmospheres. The procedure was completed with a different device without any reported complications in the patient.